Manufacturer narrative:
Complaint confirmed, the central peg was found to have broken off. No other damage observed. No relevant features could be measured. The cause of the event is undetermined, however a likely cause if user-applied mechanical forces.

Manufacturer narrative:
Complaint confirmed, the central peg was found to have broken off. No other damage observed. No relevant features could be measured. The cause of the event is undetermined, however a likely cause if user-applied mechanical forces.

Event description:
It was reported during a tsa procedure, the center peg of the ar-9236-03pp broke during sizing. No patient harm.